Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the leuer end of the bd maxplus tri-fuse extension set (ref mp-9220-c; lot25019330) was cracked. This was replaced by bd maxzero microbore trifuse extension set (ref mz9266 lot (10)23129280). At blood draw on [date redacted] the next day, the leuer end of this extension set was found to also be cracked. Replaced this with the bd maxzero microbore bifuse extension set (ref mz9265 lot 24119278). Unfortunately, the connection started leaking as soon as the ivf [intravenous fluids] and nahco3 [sodium bicarbonate] infusion was started.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: mp9220-c and lot#: 25019330 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.